Manufacturer narrative:
Samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received one open and consumed cassette. The cassette is empty, the thread is consumed. As there is no thread inside the cassette, we cannot carry out an analysis in order to take a decision. Final conclusion: complaint is not justified. In spite of receiving the defective cassette, without thread inside the cassette a suitable analysis cannot be performed. Nevertheless, note is taken of this incident and if any closed sample is received in the future, the case will re-open and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4)(importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: netherland. It is reported that a c-section was performed on a female 2-year-old cow. The wound was sutured with catgut. The next morning the cow wouldn't eat and had a high temperature. An exam was performed, it appeared the wound was open and there were no sutures left.